Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. Customer's blood glucose value was unknown. Customer stated that while she was filling the tubing, it seems like the insulin pump responds belatedly to push insulin. Assisted customer to rewind and load reservoir. The device will not be return for analysis.